Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the lead exhibited noise on an segm. The noise led to inappropriate therapy. Noise was not reproducible with isometrics. The lead was explanted.

Manufacturer narrative:
The lead exhibited normal electrical characteristics and impedance. A visual analysis noted insulation abrasion through the coil at 8 cm from the connector pin. The damage found could cause the reported field experience of noise. The location of the abrasion is consistent with that caused by friction to the ICD can.